Event description:
It was reported that the patient has expired after an implant duration of approximately 0.70 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6), 2010 alleging an error 2 message on his one touch ultra 2 meter. The patient refused to speak to customer service for follow up questions. The following is based on the initial call that was placed to lfs on (B)(6), 2010. The patient mentioned that he was unhappy with his meter. He claimed that meter displayed an error message and thinks it may have been an error 2; however, is not sure. The patient mentioned that the meter was not accepting his strips. No further information about the test strips was provided. He claims since he was unable to get a reading, he did not inject himself with insulin. Due to the error message, he developed symptoms and ended up in the ER on the (B)(6) 2010. Customer service, tried to obtain further clinical information about the ER incident; however, patient was frustrated with the questions did not want lfs to send him any products and disconnected the call. Product was not replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, when the error message first occurred, what kind of symptoms, reading in ER, treatment in ER and diagnosis. The complaint is being reported since the patient alleged that due to the error message, he was unable to test developed symptoms and received medical treatment in the ER.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made to the health-care provider (via email) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.